Manufacturer narrative:
(B)(4).

Event description:
The customer's daughter called for assistance running a blood test on the customer with the customer's accu-chek softclix device and accu-chek softclix lancets. The customer's daughter inserted a new lancet into the device and twisted the lancet cap off. While applying the dial cap to the device, the customer's daughter stated it was loose. The customer's daughter was advised how to properly attach the dial cap to the device. She indicated that the lancet was protruding from the end cap of the device. Upon removing the dial cap, the caller stated that the lancet was seated properly in the carrier. No adverse event occurred. The customer's daughter did not provide the lot number of the device, nor the lancets. The lancet device and lancets were requested for investigation.

Manufacturer narrative:
A root cause could not be determined as not product was returned for investigation. No information was provided in the complaint that would point to a cause for the issue.